Manufacturer narrative:
A ge service rep performed an onsite investigation. The fse repacked the collimator connections and collimator power supply. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the sys failed to allow fluoroscopic exposures and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.